Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Unsuccessful attempts were made to obtain additional information regarding the reported event. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation found the fixed stands of the air pump inside the device was damaged, causing a change in the position of the air pump (causing the device to report an error). The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the video system center had an e105 error code-lamp error. The patient was not under anesthesia, there were no reports of patient harm, or delay.